Event description:
Home pt (hp) reports pt line tubing of homechoice set became disconnected from transfer set during dwell 1 of apd treatment. Hp ended treatment and did two manual exchanges. Hp reports the transfer set was changed the following morning at unit. No pt injury or medical intervention required per hp.